Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited failure to capture. Further inspection during the procedure noted that the lead had been damaged and contaminated with blood. The lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed while the reported event of ¿blood was observed inside of the lead body¿ was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event of ¿blood was observed inside of the lead body¿ was isolated to procedural damage.

Manufacturer narrative:
Correction: d6b should be (B)(6) 2021 instead of (B)(6) 2020.

Manufacturer narrative:
Correction: d6a should be (B)(6) 2021. D6b should be (B)(6) 2021.